Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on october 23, 2020, the patient underwent the osteosynthesis surgery for femoral trochanteric fracture with the flexible screwdriver and nail in question. During the surgery, the surgeon tried to work the locking mechanism of the nail with the screwdriver, but he had difficulty in working it and it took ten (10) minutes. The surgery was completed successfully with ten (10) minutes surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: tfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver . This is report 1 of 2 for complaint (B)(4).